Manufacturer narrative:
No product was returned for investigation. A manufacturing record review was completed and no related non-conformances were found. Patient underwent a pci procedure. Vessel was moderately calcific and non-tortuous. The patient endured an ellis grade 1 perforation to an epicardial collateral from the cfx which resulted in residual hematoma. A turnpike smooth (study device) was one of the devices used in the procedure. Per IFU, vessel perforation and residual hematoma are identified as potential adverse effects that may be associated with the use of the turnpike catheters. It is unknown if any damages were present on the turnpike smooth that could have contributed to the event. Multiple ancillary devices were also used in the case. The event details states that it is unknown which device caused the perforation but likely a non-study device. The perforation was treated with coil embolization (0.014" coils x 2). Hematoma treated with cutting balloon with moderate success of decompression. Tee performed prior to discharge showed no pericardial effusion. Discharged home next day with no further sequelae. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a successful pci to a non-tortuous, moderately calcific cto of the proximal rca on cto pci study subject (B)(6), subject suffered an ellis grade 1 vessel perforation to an epicardial collateral from the cfx which resulted in a residual hematoma. Many devices, both study and non-study, were used in the procedure. Study devices included a turnpike microcatheter, turnpike lp microcatheter and a raider guidewire. It is unknown which device caused the perforation but felt to be caused by a non-study device. Perforation treated with coil embolization (0.014" coils x 2) with resolution, hematoma treated with cutting balloon with moderate success of decompression and small residual hematoma. Tee performed prior to discharge showed no pericardial effusion. Discharged home next day with no further sequelae. Associated to mdrs: 2134812-2021-00032 raider gw. 2134812-2021-00034 turnpike lp.